Event description:
It was reported that during a therapeutic colonoscopy, as the scope was on its way out of the patient, the suction was not working and the channel was blocked. This lead to a 30 minute or greater procedure delay. There was no report of patient harm. Despite multiple attempts for follow up, no additional information was obtained.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2 and h6. Corrections to b1, b2, and h1.this event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur.the device was returned to olympyus and the failure was confirmed and determined the following cause: due to clogging of nozzle, water removal ability does not meet the standard value.olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.